Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had moisture damage on the lcd board. The insulin pump was received with a cracked case at a display window corner, a cracked reservoir tube lip, a cracked belt clip slot, and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have gotten a little damp as he was caught in a rainstorm prior to the alarm. Customer's blood glucose reading at the time of the call was 175 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.